Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
It was reported that the shape of the driver is twisted before using. The device has not ever been used. So, the surgeon used a spare product instead of it, and the procedure was completed without any problem and delay.